Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye at one month post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva) above two lines. The patient complained of transient light sensitivity usually in the first couple of hours of the day. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 3015: right eye pre-op 20/20 -4.00 x -.50 x 150; left eye pre-op 20/20 -5.25 x -.50 x 155. Bcva from (B)(6) 2015: right eye post-op 20/25 .00 x -.50 x 170; left eye post-op 20/50 -1.25 x -.50 x 175.

Manufacturer narrative:
(B)(4) epithelial ingrowth. Transient light sensitivity syndrome. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.